Event description:
The complainant reported a patient undergoing a coronary artery bypass was having an impella rp placed for mechanical circulatory support when the device kinked. It was reported that while advancing into the heart while being torqued, the .027 guide wire had no kinks and was straight up with no bowing into the right ventricle. Reportedly as the device was being clockwise torqued through the tricuspid valve, the device kinked and was unable to be advanced. The patient was taken back to the catheterization laboratory to have a replacement impella rp inserted. There were no issues reported. The replacement impella rp was successfully placed. It was reported that the patient survived the procedure.

Manufacturer narrative:
The investigation into the product damage (kink) has been completed. The impella rp was returned for investigation. Based on the clinical information provided in the complaint, the root cause of the cannula kink occurred during delivery issues is most likely patient condition. This report is being filed as part of a retrospective review of historical records.